Event description:
It was reported that during a ptca procedure, the catheter became caught on the wire during advancement. The wire prolapsed and went into the subclavian. The physician was able to bring the entire system back as far as the femoral artery, but was unable to go any further. He removed the guide catheter leaving the wire and balloon in the femoral artery. After some manipulation he was able to remove the balloon and the wire. Patient status is listed as "okay".